Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at the store when their legs went numb and fell. An individual called 911 and when the ambulance arrived, the patient showed them her receiver and it was displaying her bg was 102mg/dl. The paramedics performed a finger stick readying and the bg meter was displaying 47mg/dl. The paramedics treated the patient with medication and was transported to the hospital. It was indicated that the patient had broken her ankle and leg from the fall and had surgery to repair them. At the time of contact, the patient was recovering. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.